Event description:
It was reported by service report while the tech was performing preventative maintenance inspection, the siderails were not locking in the up position. No pt involvement or adverse consequences were reported.